Event description:
It was reported that during the implant procedure, the atrial lead could not be implanted due to the patient¿s anatomy. The atrial lead also exhibited a capture anomaly. The lead was not used. Another lead was implanted successfully. The patient¿s condition post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.